Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation; therefore, without the actual complaint device, we are unable to determine with certainty why the connecting tube disconnected from the check tube. We can advise this product is inspected to ensure it can be connected to a catheter, prior to shipping.

Event description:
In 2007, during a pleural drainage procedure, the connecting tube slipped out of luer lock fitting, while the chest tube was in the patient. The chest tube was clamped above the defect and replaced with new tubing out of another package.